Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2015 at 05:52; deliveries resumed at 07:13. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The battery compartment was cracked on the side from threads to cover. The battery cartridge caps were not returned. A new test battery cap was able to be attached and be removed from the pump with no issues. No stripped battery compartment threads were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400 mg/dl with polyuria, polydypsia, nausea and vomiting and was diagnosed with diabetic ketoacidosis associated with a damaged case and cap issue. Reportedly, the patient was hospitalized and treated with insulin via their pump and IV fluids by their healthcare provider. It was reported that the patient had discontinued the insulin pump at the time of the call. During troubleshooting with customer technical support (cts), it was revealed that the battery cap could not be removed from the pump. It was reported that the patient also had strep throat. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a damaged pump case and cap.